Event description:
It was reported that patient underwent a craniotomy on (B)(6) 2024, and barbed suture was used. Three sutures were used for subdermal suturing in the surgery. The incisions were made from the parietal to the left and right, and the incision line was zig-zag. The patient came to the hospital because it was felt that the suture had been coming out from the wound around the end of (B)(6) or early (B)(6) (details unknown). The doctor checked it, and the sutures came out about 1.5 centimeters to 2 centimeters. The wound was not infected, but it was felt that the wound was bad at healing for three months after surgery. The doctor thought that the cause of the suture coming out was the suture cut because the strength of the suture had become weak; caused by hydrolysis. The wound was sutured by continuous suturing and not healed due to unknown reason. The parietal is end of the bloodstream, and the bloodstream was less than other part, and the suturing tension is too high. The coming out suture was removed by cutting. The patient is followed up. It was not a control release needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did wound dehiscence occur? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was there any medical or surgical intervention performed (drainage)? If so, please specify. What is the current status of the patient? Please provide the lot number: to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-05403. 2210968-2024-05404.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did wound dehiscence occur? No. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No medication what was the appearance of the suture during the removal?the pieces of suture were sticking outward. If re-suture/re-closure was performed: no re-closure was performed. Was reoperation necessary to remove the suture and re-close the wound? N/a. Was the suture trimmed in physician¿s office? N/a. Was the suture removed in a routine post-op procedure? N/a. Was the suture removed in a reoperation procedure? N/a. Was there any medical or surgical intervention performed (drainage)? If so, please specify.,no. What is the current status of the patient?observed. Please provide the lot number:unk.